Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Other relevant patient history/concomitant medications. If applicable, will product be returned, return date, tracking information. What is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient¿s current status?

Event description:
It was reported that the patient underwent video-assisted thoracoscopic radical esophagectomy and jejunostomy on (B)(6) 2019 and suture was used. Seven days post-op, the patient experienced infection and poor wound healing. Even though postoperative cefotiam anti-infective therapy was given, the patient still suffered from fever 39.5 degrees celsius on (B)(6) 2019. On (B)(6) 2019, wound secretion was found after removing two stitches. Measures such as drainage were taken. The patient strongly requested transfer and transfer to another hospital was granted. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/5/2020. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure: male,52 years old, bmi is unknown. The diagnosis and indication for the index surgical procedure? Unknown. On what tissue was the suture used? Muscle. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Unknown. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation?postoperative cefotiam anti-infective therapy was given. Were cultures performed? Results? Unknown. Other relevant patient history/concomitant medications: unknown. If applicable, will product be returned, return date, tracking information: no product can be returned. What is physician¿s opinion as to the etiology of or contributing factors to this event? The physician has no idea what is the patient¿s current status? The patient has recovered.